Event description:
Device malfunction: unk. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device failed. Hemostasis was achieved using an unspecified method. There were no reported adverse pt effects. Through requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.